Event description:
Nurse practitioner called to report customer was hospitalized with diabetic ketoacidosis and that nurse wanted the unit replaced. Stated that the customer called the hosp the previous weekend to troubleshoot but there was no one at the hosp to troubleshoot.